Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the bed bag was attached to a stand on the floor so it should have drained as normal. Carer tried to pass some water through the bag with the valve open, unfortunately this did not help either and liquid would still got stuck in the tube. There was another problem with one bag, the valve of one bag when first opened would not move at all even with a lot of force so it could not be used.

Event description:
It was reported that, the bed bag was attached to a stand on the floor so it should have drained as normal. Carer tried to pass some water through the bag with the valve open, unfortunately this did not help either and liquid would still got stuck in the tube. There was another problem with one bag, the valve of one bag when first opened would not move at all even with a lot of force so it could not be used.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the bed bag was attached to a stand on the floor so it should have drained as normal. Carer tried to pass some water through the bag with the valve open, unfortunately this didn't help either and liquid would still got stuck in the tube. There was another problem with one bag, the valve of one bag when first opened would not move at all even with a lot of force so it couldn't be used.